Event description:
During an MRI infusion, a pt was being prepared for an infusion. The IV set clamp was opened, but the pump had not yet been started. The nurse observed the pt began to respond to the medication. The nurse observed the fluid was flowing and re-clamped the IV line. She was unsure how much of the 50 ml container of propofol the pt received. No pt injury occurred.

Manufacturer narrative:
The infusion pump and administration set used during this event is available for inspection, and is being returned by the hospital for inspection with the infusion pump. These products have not yet arrived at iradimed corporation for examination. Investigation is still in process. A f/u report will be filed within 30 days of this report.